Event description:
It was reported that during a kyphoplasty procedure, the bone cement took more than 30 minutes to become solidified. The inconsistency of the bone cement was observed in the bone filler devices. Reportedly, the bone cement was used in the pt and there were no extravasations. The procedure was completed successfully. No additional information was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.